Event description:
This report is filed for the first mitraclip delivery system (cds) that was found to have a detached l-lock tab during the returned device analysis. It was reported that the mitraclip device preparation and insertion of the cds into the anatomy was performed as per the instructions for use. The alignment markers on the cds and steerable guide catheter were confirmed to be aligned (during insertion and removal). After the cds was in the left atrium, the clip was turned downward toward the mitral valve, but it move in the opposite direction towards the roof of the left atrium. Advanced steering maneuvers were performed and the clip was able to be placed and deployed onto the mitral valve leaflets. Another cds was used and the same steering issue occurred. This clip was also able to be deployed onto the leaflets using advanced steering maneuvers. The procedure concluded with the reduction of the functional mitral regurgitation grade from 4 to 1. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. Post procedure, the two cds devices were tested outside the anatomy and it was confirmed that the clips moved in the opposite direction (up instead of down). No additional information was provided. Subsequent to the initial information received, the returned device analysis found that the l-lock tab was detached and not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and the analysis was unable to replicate the sleeve steering issues. The device functioned as intended. The steerable sleeve is designed with two separate natural curves: a primary curve and a secondary curve. The primary curve points upward and is designed to align the clip over the valve once in the left atrium. The secondary curve is aligned with the natural curve in the guide. It is possible that there were procedural interactions (e.g. Curves on the device and/or patient anatomy) which resulted in increased tension on the device and; therefore, contributed to the bend in the mandrel and subsequent sleeve steering issue; however, this cannot be confirmed. During visual inspection, it was noted that one l-lock tab was detached and not returned with the cds. There was no other external damage observed to the device, and the remaining l-lock tab was intact. Since the damage to the l-lock tab was not reported in the case details, additional follow-up was sought to identify a cause for broken/detached l-lock tab. The site indicated there was no further manipulation of this device (specifically the l-lock component) while testing the devices post procedure, but confirmed no pieces were left inside the anatomy. Additionally, no difficulties were experienced while opening/closing the clip or during deployment, which is an indication that the device was intact during the procedure. In this case, since the devices were tested outside the body post procedure, it is possible that the l-lock tabs interacted with the tip of the guide as it was being advanced, resulting in the break/detachment of the l-lock tab; however, this cannot be confirmed. Although a cause for the detached l-lock tab could not be determined, this damage would not have contributed to the reported sleeve steering issue. A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.